Event description:
A customer observed elevated hcg results with qc fluids. Elevated results of the magnitude observed might lead to inappropriate physician action. No results were reported. There was no report of patient harm as a result of this event.

Manufacturer narrative:
Investigation summary: an ocd field engineer investigation was sent to the customer site. Instrument service was performed including parts replacement and adjustments. Following service of the instrument, qc results were acceptable. The cause of the event is likely to be instrument related.